Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07890. It was reported that stent damage occurred. The target lesion was located in a coronary artery. A synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent was noted to be flared. Another synergy drug-eluting stent was advanced but still failed to cross the lesion. The device was removed and the stent was also noted to be flared. No patient complications were reported and the patient's status was fine.